Event description:
Baxter's exactamix 3000 ml tpn bags (lot # 60245732) have consistently been found to leak at the site where nurses would spike the bag prior to infusing into a patient. FDA safety report ID # (B)(4).